Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave correction insulin by injection, did not need emergency help, and reset pump independently, while technical support arranged replacement pump. Customer will rely on multiple daily injections as backup therapy to ensure delivery of insulin.